Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is experiencing metallosis poisoning, a cystic legion, and elevated metal ion levels. It is unknown if a revision has been scheduled.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item #1101-06 osteobond copolymear bone cement lot #60405994. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a total hip arthroplasty. Subsequently, approximately 12 years post op the patient underwent a revision surgery due to metallosis, cysts, and elevated ions. Additional information was requested however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Medical products - acetabular shell catalog#: 00620005822 lot#: 60448906, bone screw catalog#: 00625006530 lot#: 60557490, acetabular liner catalog#: 00630505832 lot#: 60486087